Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. There was no 510k in jde, trm part available. The reamer broke into pieces intraoperatively. The surgeon left the fragments in that patient. Device history records review was attempted. The report indicates that the: DHR review for: unknown part - lot number combination in our records. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original procedure of orif left hip on (B)(6) 2018, surgeon was trying to connect the nail to insertion handle and he cross threaded connecting screw into nail which caused nail not to connect properly to insertion handle. The 3.2 mm guide wire was sitting too low or too high in the nail. Upon using 6/9 stepped drill bit, the drill bit tip hit inside of the nail causing tip of the drill bit to break off into the patient into multiple pieces. Fragments were embedded in patient. Surgeon did not attempted to retrieve the fragments. Upon of insertion of helical blade, the guide wire advanced through the femoral head. Due to this occurring, the surgeon took out the helical blade, took out the guide wire and re inserted the helical blade without a guide wire. There was 2 min delay in procedure. Procedure was completed successfully and patient was reported as stable. Concomitant devices reported: insertion handle (part # - 03.037.012, lot # unknown, qty ¿ 1), helical blade (part # 04.038.310s, lot # h379767, qty ¿ 1). This complaint involves four devices (connecting screw, nail, drill bit, guide wire). This report is 3 of 4 for (B)(4).